Event description:
It was reported that the tip of a polarstem modular head for 21000662 is jammed. The procedure was completed without delay using a s+n back-up device. As this was noticed after surgery, the patient was no longer involved.

Manufacturer narrative:
It was reported that a modular head for impactor (75023711) and the handle (75023710) cannot be separated. The two devices used in treatment were no returned for investigation. Therefore, the relationship between the reported event and the device cannot be confirmed. The batch number of the two devices not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. A complaint history review was conducted. As no device was received for investigation, a visual inspection could not be performed. The root cause stays undetermined after investigation. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues.